Event description:
It was reported that the customer experienced a blood glucose (bg) level of 24 mg/dl. The cause of the low bg was unknown. Subsequently, customer was hospitalized. Bg was treated with unspecified fluids and potassium. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with diabetes educator confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.